Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had a non-specific issue with an scd controller. The unit was sent to a local covidien service center and a service technician found that the power cord was damaged and shows external signs of arcing where it plugs into the wall.